Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. A femoral angiogram was not taken. Reportedly, the prostyle foot would not retract, and resistance was met when attempting to remove the device. A surgical cut down was performed to remove the device, and upon removal of the device, it was noted that the guide was separated but held together by the actuator wire. The tavr procedure was completed, and hemostasis was achieved via manual suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The guide break was confirmed. The difficult to open or close, entrapment of device could not be confirmed as they are related to operation circumstances and cannot be evaluated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no additional similar incidents reported for this lot. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The cause of the reported guide separation, difficulty to open or close, and entrapment of device are due to the circumstances of the procedure. In this case, it is likely the guide break occurred during insertion, due to either an interaction with the patient anatomy and or due to the inability to maintain position/stability or maintain correct angle of insertion of the device during deployment, and or manipulation or rotation of device with the foot deployed. This is evidenced by the cuff miss condition found in the returned goods analysis and the subsequent difficulty to close the foot and difficulty removing the device requiring surgical intervention. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.